Manufacturer narrative:
Foot section. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Event description:
It was reported by service report that the foot section was drifting down and the side rail section would not latch in the raised position. There was patient involvement; however, no adverse consequences were reported.